Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Initial reporters city: (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. On (B)(6) 2021, a magnetic resonance imaging (MRI) was performed before radiotherapy for treatment planning. A small amount of spaceoar gel was placed in the vein of the prostatic capsule because the needle was advanced between the prostate and the denonvilliers fascia. There were no patient complications reported as a result of this event. The patient was scheduled for an out-patient consultation.